Manufacturer narrative:
Review of two year product reporting database revealed no other reports for product code r5m3311g or for lot number 04h564. However, this malfunction poses a potential risk for serious injury and/or death and is evaluated as reportable.

Event description:
Written report received from baxter-france. The report states "plication then hole in the tubing, leading to entrance of air bubbles in the circuit and incomplete restitution of patient's blood." National complaint coordinator (ncc) further states, "following this event, the center monitored the patient's hematocrit no problem was observed and there was no clinical consequence. The sample has not been kept. The center has not observed any other similar event with these bloodlines." Per ncc, "customer reports no remedial therapy, no hospitalization, and no clinical consequences."